Manufacturer narrative:
The service history record (shr) review was completed and revealed the device was previously serviced for the same reported symptom on (B)(6) 2017. The most recent customer reported symptom was determined to be a duplicate allegation involving the same occurrence date. The device was not received for evaluation of the most recent customer report; therefore, a device analysis could not be completed. However, a review of the prior service record revealed that the device was unable to power on, with the customer's power cord, during device evaluation. The cause was determined to be a failed power cord. The power cord was replaced after the first allegation and evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no patient involvement. No additional information is available.